Event description:
Spontaneous: patient's wife called in to report "high pressure error" on both cadd legacy pumps for IV veletri patient (current dose 43 ng/k&f min). Wife reported that she forgot to re-open the clip from the port when changing his cassette today. She since unclamped the extension tubing and changed the cassette and pump still having error. She switched pumps. Also getting "high pressure" reading on second pump. Pharmacist helped troubleshoot while wife switched back to original pump {one they were using when received the initial error) and she changed cassette and tubing. Pharmacist verified extension set was not backwards, and wife restarted pump, still read "high pressure". Advised pt go to emergency department. 2 pumps shipped to arrive (B)(6) 2022. No additional information available. Product lot number and expiration date were systematically retrieved from the dispensing system. Did the patient have a backup product they were able to switch to? ¿ yes. If yes, was the patient able to successfully continue their infusion? No. If no, what was the patient instructed to do in able to continue their infusion? Go to the emergency department. Is the infusion life-sustaining? Yes. Did the reported product fault occur while in use with the patient? Yes, did the product issue cause or contribute to patient or clinical injury? Not known at this time, if yes, was any medical intervention provided? Advised patient seek emergency medical care and go to emergency department, is the actual product available for investigation? Yes, did we replace the cassette? Replaced both pumps, did the patient have additional cassettes they were able to switch to? Yes, if yes was the patient able to successfully continue their infusion? No, if no, what was the patient instructed to do in able to continue their infusion? No, is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved?, ongoing? Reported to (B)(6) by: patient/caregiver.